Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 406 (mg/dl). Customer administered a correction bolus and bg levels were reported to have returned to target. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.